Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. (B)(4). Not returned to manufacturer - it was indicated from the field that the implant was not available for return because it was discarded.

Event description:
It is reported that the patient underwent left shoulder arthroplasty revision approximately thirteen months post-operatively due to loosening of the humeral stem component. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.